Manufacturer narrative:
Other, other text: additional information: h6. D4 UDI, d5, e4, g5 are unknown. No information has been provided to date. Device evaluation: the device was returned for investigation. A visual inspection of the device found that the manufacturing seal was intact and the air mix knob and cam assembly are missing. The cam follower is also damaged. Upon inspection, it appears that impact to the air mix knob caused the air mix knob / cam assembly to separate from the cam follower. The reported failure was confirmed. The root cause of the failure can be attributed to the user. The cam follower, air mix knob, and cam assembly were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other text: additional information: no information has been provided to date. Device evaluation: the device was returned for investigation. A visual inspection of the device found that the manufacturing seal was intact and the air mix knob and cam assembly are missing. The cam follower is also damaged. Upon inspection, it appears that impact to the air mix knob caused the air mix knob / cam assembly to separate from the cam follower. The reported failure was confirmed. The root cause of the failure can be attributed to the user. The cam follower, air mix knob, and cam assembly were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4).

Event description:
It was reported that a smiths medical para pax ventilator had an air mix knob broken off. No alarms were mentioned by user. Ventilator did not fail on a patient and no harm was caused.